Event description:
It was reported that the right atrial (ra) lead had far field wave oversensing. Follow up with the patient's clinic indicates that the patient has been seen and that there are no noted lead issues. The lead remains in use. No patient complications have been reported as a result of this event.